Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported kink was unable to be confirmed, however there was noted multiple coating damages. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported/noted difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in the tibial artery. An 18 ht command guide wire and an unspecified balloon catheter were advanced and successfully used. After the guide wire was removed from the balloon catheter, the distal end of the guide wire became deformed [kinked]. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Qat analysis confirmed the polymer coating separated and there was no kinked tip noted with the guide wire. Based on qat findings there is a possibility that polymer coating was left inside the patient which is considered a permanent impairment.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. The date on the initial/30 day MDR was filed as 07/12/2018; however, the correct date for the initial/30 day MDR is 07/30/2018. (B)(4).